Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: repl kit 9735672 cmos battery h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the manufacturer representative (rep) booted the system up, it did not boot to the software. There was no patient involvement. On 2024-08-14 the site called to report that the system will not come on. The system displayed no syn on the screen.